Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance and was causing pocket stimulation. The right atrial (ra) lead exhibited low impedance and was not capturing at programmed outputs when switched to bipolar. The ra lead also appeared to have a possible insulation breech. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 401158 lead, implanted: (B)(6) 1986. (B)(4).